Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's spouse that the patient's pulse after coming in from mowing the lawn was 40 beats per minute, yet their device lower rate was set to 60 beats per minute. The device remains in use. No patient complications have been reported as a result of this event.